Manufacturer narrative:
Voluntary medwatch form received: mw5145243. Note: the device and right ventricular lead's manufacturer were unknown.

Event description:
It was reported that the patient experienced infection. The entire system including this left ventricular (lv) lead was explanted. No additional patient effects were reported.